Manufacturer narrative:
(B)(4). An intra operative photograph was received. The complaint submitted indicates it is a curved jaw device (nslg2c35a). Per review of the photo, however, it was confirmed the device is an enseal articulating tissue sealer (nslg2s35a), straight jaw device (nslg2s35a) and not a curved jaw device (nslg2c35a). Based on the photo, it appears the top jaw became detached. Also, the rotation knob appears to have been dislodged. The photograph however does not provide any evidence to what may have caused the reported event.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during a total laparoscopic hysterectomy, the upper jaw on an (B)(4) dislodged but did not fall into the patient. The procedure was completed with no consequences to the patient by using an ace36e.